Event description:
Philips received a complaint by the customer on the v60 indicating that a 1102 "primary alarm failed" alarm error message was displayed on the screen during setup. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1102 "primary alarm failed" alarm error message was displayed on the screen during setup. The remote service engineer (rse) advised the customer to replace the speakers within the unit and provided the customer with the part number of the replacement speaker for repair. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.